Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow up report will be filed with the outcome of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results for a patient on the cobas® sars-cov-2 assay. A customer from (B)(6) alleged discrepant results with the cobas sars-cov-2 & influenza a/b test for a single patient on different dates. The customer reported that on (B)(6), a traditional pcr for covid19 was performed with negative result. On (B)(6), the customer performed a quick pcr test cobas® sars-cov-2 & influenza a/b assay for the same patient on the liat analyzer, that generated a positive result for sars detected. On (B)(6), the customer did another pcr test on the same patient for covid19 again which generated negative result. Patient sample was collected using a swabs for cobas liat assay collected in utm. Patients sample collection for the real-time reverse transcription polymerase chain reaction (rt-pcr) test swabs were collected using stabilizing medium. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The positive results were reported to the patient or medical personnel. The investigation to assess the customer allegation has not yet been completed.